Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken retention dome was confirmed, but the cause of the damage is unknown. One 20 fr ponsky replacement device was returned for investigation. There was a separation of the dome material from the peg tube. A piece of the dome material remained attached to the tube, but a majority of the peg tube is visible where the dome had been attached. It is possible that excessive force was applied during the removal of this device and that the dome material was stretched beyond its elastic limits during removal. The complainant indicates the retention dome broke at the time of replacement. Residue and discoloration were found throughout the sample. The product IFU provides the following warnings to prevent damage to the tube during removal. Warning: do not attempt to use traction as a removal method if gastrostomy tube is not free-floating within the fibrous tract. Warning: do not grasp the catheter with any instrument that might damage the catheter. Warning: during the traction removal procedure, pull the catheter parallel to the stoma tract. Do not pull catheter laterally at an acute angle to the stoma tract. Doing so will apply a force greater than intended for the design and may result in damage to or separation of the dome. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that on (B)(6) 2015 the ponsky non-balloon replacement gastrostomy tube was placed in the patient. On (B)(6) 2016, when replacing the tube, the internal dome was reportedly broken and fell into the stomach. It was stated that when the doctor pulled the tube, resistance by the internal dome was not felt. The broken dome was endoscopically removed.